Manufacturer narrative:
(B)(4).

Event description:
During the implantation of the lv lead, the doctor used the purple (soft) stylet to help with placement. The stylet became stuck in the lead with approximately 2-3 inches remaining inside. Despite multiple tries the stylet was not able to be removed. The doctor cut the stylet leaving the remaining amount inside the lead. Testing was completed and lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.